Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was cracked. A new kit was used to complete the procedure. There were no pt effects. The correct lot number could not be obtained. The product is returning.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned alone without the loading device. The tension spring assembly and the seal were received separate. The seal had been unraveled but the blue string was still intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal was cracked" could not be confirmed. Internal file number - (B)(4).